Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date unknown). The patient was reimplanted with a new device.